Event description:
It was reported that the lead was explanted and replaced due to increased capture threshold. Externalized conductors were observed on x-ray.

Manufacturer narrative:
No medwatch form was received.